Event description:
It was reported that the patient with this inflatable penile prosthesis experienced infection, pus from incision and pain. The device was explanted and a malleable was implanted as space saver. No further patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced infection, pus from incision and pain. The device was explanted and a malleable was implanted as space saver. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeeze (ms) pump, cylinders and spherical reservoir were visually inspected and functionally tested. The first cylinder had a hole in the proximal end from the sharp instrument, and broken fabric threads were also identified. The first cylinder was observed with a leak in the proximal end of the cylinder. The second cylinder was identified with a hole from sharp instrument and had tool mark in the proximal end. The microscopic examination of ms pump identified contamination (bodily fluid) within the ms pump. The spherical reservoir passed visual inspection and leakage test. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, conclusion code of known inherent risk of device was assigned to this investigation.